Manufacturer narrative:
Correction: d4 the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: comp-(B)(4).

Event description:
It was reported by a healthcare professional that there was an issue with the silent nite sleep device. The office was unable to confirm if it was loose or fractured off anchor (upper left anchor).

Manufacturer narrative:
Request for additional patient and event information has been made but, to date, no response has been received. The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
Additional information received reported that the device broke at the hinges. The patient did not suffer any harm, injury or adverse event and no medical intervention was required. The event occurred on (B)(6) 2025 and the patient stopped using the device the next day, on (B)(6) 2025.

Manufacturer narrative:
Additional information: a2, a3, a4, a6, b3, b5, h6 (health effect - clinical code, health effect - impact code, medical device problem code, type of investigation) corrected information: d4, g4, h6 (component code) manufacturer reference #: (B)(4).